Event description:
The customer reported clear fluid leaked during manual probe cleaning involving the coulter lh 500 hematology analyzer. The customer stated the fluid leak originated from the rinse block and approximately one milliliter of fluid dripped down the manual probe and onto the floor, per cycle. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no "patience" consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) evaluated the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) observed the slide bearing for the probe rinse block was binding at the bottom. The fse lubricated the bearing and tested the probe. No further fluid leaks were noted. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).